Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be interrogated, and device therapies and diagnostics were limited as the explant indicator was reached. A non-approved MRI procedure was completed the day before so the reason for the end-of-life battery state was not determined. Additional information was received from the field representative mentioning that the pacemaker was interrogated successfully. The pacemaker remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker could not be interrogated, and device therapies and diagnostics were limited as the explant indicator was reached. A non-approved MRI procedure was completed the day before so the reason for the end-of-life battery state was not determined. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction of device type as it was named a pacemaker before, and it is an implantable cardioverter defibrillator (ICD). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated, and device therapies and diagnostics were limited as the explant indicator was reached. A non-approved MRI procedure was completed the day before so the reason for the end-of-life battery state was not determined. Additional information was received from the field representative mentioning that the ICD was interrogated successfully. The ICD has been explanted and returned for analysis due to normal battery depletion, at this time. No adverse patient effects were reported.